Event description:
It was reported by svc report that the bed motor functions are not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell, angle sensor.